Event description:
The following information was received from (B)(6) and is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and physioneal 35 clear-flex therapies. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown as well as whether remedial treatment was initiated for the event of peritonitis. It was unknown if extraneal viaflex and physioneal clearflex therapies were ongoing or whether the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The cause of the reported condition of peritonitis is undetermined. This issue has been escalated to CAPA.